Manufacturer narrative:
Currently,, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call displayable history crc check failure, unexpected restart alarm and external ram crc error alarm. Customer advised the reservoir window has a crack and the lower left and right side of the display screen has a crack. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed self-test, displacement test and unexpected restart error test. No unexpected alarms noted during testing, however multiple alarms present in alarm history screen due to corrupted history file. No cracks on reservoir tube window noted, however scratches on reservoir tube window, cracked case at display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.